Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
The customer reported that the monitor generated high heart rate yellow alarm instead of red v-tach alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the monitor generated a high heartrate yellow alarm instead of a red v-tach alarm. The device was in use on patient at time of event, there was no adverse event reported. An onsite visit was requested to receive the clinical audit trail and patient ECG alarm strip in order to confirm if the monitor's alarms are performing as expected; however, when the field service engineer (fse) contacted the customer, they declined providing a purchase order for onsite service and requested the work order be canceled. Based on the information available, testing was not able to be conducted; therefore, we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service.